Manufacturer narrative:
The insulin pump had a motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that they were able to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.